Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The hyperglycemia event occurred due to infusion set bent cannula issue. The blood glucose level was 319 mg/dl at the time of event and the patient was treated with intravenous insulin drip. The patient stayed in the hospital for greater than twenty-four hours. No further information available.